Manufacturer narrative:
D9. Date device returned to manufacturer added.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The root cause of the reported crack inside the purge door of ic1652 was likely an inadvertent user error.

Event description:
It was reported that several cracks were noted inside the purge door. There was no patient involvement associated with this issue, and the device remained in use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.